Event description:
The customer reported an oil mist coming from the unit. The customer reported that one employee complained of watering eyes and coughing. The employee did not seek medical attention and did not require treatment for their symptoms. The customer declined to share identifying information for the employee.